Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and/or serious injury systemic infection and erosion is normally submitted via a bimonthly report submission that would be due on (B)(6) 2016. Information was subsequently received on (B)(6) 2017 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant medical products: 43204 intermedics lead, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported erosion occurred and the implantable pulse generator (ipg) was exposed. It was further reported the patient developed a systemic infection. The implantable pulse generator (ipg) system was explanted and the patient was treated with antibiotics and temporary pacing. Further review of the manufacturer's database indicated the patient died nine days post system explant. The cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.